Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation, inappropriate auto mode switch episodes due to noise oversensing were observed. It was noted that the noise was reproducible with arm movement in clinic. Also noted was a drop in p-wave amplitude; capture thresholds and pacing lead impedance measurements were stable. Lead revision procedure was discussed. The patient¿s condition was stable and would continue to be monitored remotely.